Event description:
The suspect device was used to check the customer's blood glucose. They obtained a result of 438 mg/dl and dosed insulin per doctor's instruction. They became non-responsive. They were taken to the hosp and their glucose was 39 mg/dl. They received unknown treatment. Controls were not used and the test strips in use expired in 2004. The device was replaced and requested to be returned for eval.